Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had noise and was oversensing, which lead to inappropriate detection and therapies. The atrial therapy was turned off and the lead remains implanted. No patient complications have been reported as a result of this event.